Event description:
Customer reported that the springs inside the battery door need to be replaced. The customer couldn't specify if the battery springs were missing or were damaged on the alarm, but did state that the damage occurred due to constant use of putting batteries in and out of the alarm unit. There was no pt injury or death that occurred. Customer did not provide the date when this was discovered.

Manufacturer narrative:
Results - eval of the returned product found the alarm case is cracked around battery compartment. The battery springs are bent inside the battery compartment. Liqui-label is peeling. Unit does power up even though the battery door does not close properly. Passes all functional tests. Note: the instructions for use has a warning statement. The posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Take care not to damage battery contacts slide battery door open and flip it up. Do not attempt to remove battery door, it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. (B)(4).